Event description:
Related manufacturer reference number: 2017865-2024-58040. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed unspecified oversensing, low pacing impedance and insulation damage noted via x-ray on the right ventricular (rv) lead. It was also noted via x-ray that clavicle crush was noted on the atrial (ra). On (B)(6) 2024, the physician elected to cap and replace the rv and ra lead. The patient was in stable condition.